Manufacturer narrative:
(B) (4): evaluation results: (90% stenosis); (stent dislodgement).

Event description:
The physician attempted to implant a 2.75mm diameter x 30mm length endeavor sprint rx drug-eluting coronary stent system into the lcx. The lesion was non-tortuous with no calcification and 90% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. After failing to deploy to the stent, difficulty was experienced during the removal of the device and the artery had to be cut to remove the device. No additional clinical sequelae were reported. Evaluation summary: the device was received for evaluation. The stent was returned separately from the stent delivery system. The hypotube was bent. The balloon had not been inflated. Crimp/bake impressions were evident along the balloon. The stent was completely deformed and bunched up. Blood residue was evident on the stent, between the balloon folds and along the distal shaft. No further damage was noted.